Event description:
After post-dilation of the stent and removal of the angioguard device, the patient became hypotensive with pressures of 70 to 80. The hypotension was treated with fluid bolus and was subsequently maintained to a pressure greater than 90 with pressors. The patient is a female patient who was consented to the study in 2008. The index procedure was completed on ten days later, and patient was symptomatic. The target lesion location was the ostium of the right internal carotid artery. Reference vessel diameter was 4.5mm. Target lesion diameter stenosis was 90%. The physician made access in the right groin. An arch aortogram and selective cerebral angiography was performed. This study revealed a significant stenosis of the right internal carotid artery (ica). There was an occlusion in the contralateral carotid. A 7fr angioguard distal protection device was advanced and deployed distal to the area of stenosis. The patient was pre-treated with 0.5 atropine. A 4x2 aviator balloon was advanced to the area of stenosis and inflated to 6 atmospheres (atms) of pressure. During this pre-dilation it became obvious that there was a critical area of stenosis present by the waist on the balloon. The balloon was removed and a 8mm x 40cm precise stent was deployed at the lesion. The stent was then post-dilated with a 5mm x 2cm aviator balloon. During this post-dilation, the patient developed seizure-like activity. The physician immediately removed the balloon and the angioguard. The seizure activity resolved and the patient became awake and alert. The patient did have low blood pressures with pressures of 70 to 80. The hypotension treated with fluid bolus and subsequently maintained to a pressure greater than 90 with pressors. A final angiogram showed excellent result with only a 5% residual stenosis. The patient was awake, and neurologically intact when taken from the angio suite.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information to be submitted 30 days upon receipt.